Manufacturer narrative:
Analysis confirmed the reported event; unable to power on the programmer. The power supply was found damaged. Analysis also found the cable bay latch was broken and error in the programmer software history found.

Event description:
It was reported the hospital technician heard a voice inside the programmer then it shut down. The technician tried to open it again and the cables were changed but still not working. The programmer was returned for service. No patient complications have been reported as a result of this event.